Event description:
Customer stated that half of the display screen is missing. A review of the system was conducted over the phone. This review indicates that segments are missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.